Manufacturer narrative:
A returned sample had been evaluated and it was concluded that syringe cracked from assembly equipment. The production process of the syringe had been reviewed, and the equipment may cause the syringe to crack under some unexpected condition. However, all syringes can not be released until after staff examination. All the assembled equipment of syringe be perform to improve, which helps to reduce syringe to crack. We had also changed the staff's inspection process, and a staff will be replaced at intervals of not more than 2 hours by other staff to relieve eye fatigue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports. We will review the collected data for identification of emerging trends.

Event description:
It was reported that an employee was sprayed in the eyes with a chemotherapy drug,carboplatin causing chemical abrasions to the right eye.the 20ml syringe cracked during injection of the drug into a bag.antibiotic drops and an ophthalmologist follow up were required.